Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the unit's o2 intake connector, a small diameter tubing between the o2 filter and the o2 sensor. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module iii monitor, which may have affected co2 and o2 monitoring. No pt injury was reported.